Event description:
Customer reported a heat and electrical issue with pump and charging supplies, noting that it became too hot to touch. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and provide goodwill charging supplies, confirming the customer knew how to put the pump into storage mode and return it within 10 days. The customer will continue using the current pump as backup therapy.